Event description:
It was reported by the rep that the (1) lcsk5 was used during a laparoscopic nissen fundoplication procedure. It was reported that the instrument failed to operate properly. The case was completed with another device and there was no consequence to the patient.